Manufacturer narrative:
The prior hospital admissions for gi bleeding were reported under medwatch MFR report # 2916596-2018-01594 and medwatch MFR report #2916596-2018-02180. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with melena and anemia and was transfused with packed red blood cells(prbc). An esophagogastroduodenoscopy performed on (B)(6) 2018 revealed a bleeding arteriovenous malformation(avm) that was treated with argon plasma coagulation. The patient was transfused with a total of 5 units of prbcs over a 24 hour period. The bleeding resolved and the patient was discharged on (B)(6) 2018 . The hcp decided to not restart the patient on anti-coagulation since it was the patient's third admission for gastrointestinal bleeding since implant.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.